Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing a return of pelvic pain. The patient was not receiving adequate therapy. Impedances were measured and all electrodes were high and out of range, except c and 3. The impedances measured were greater than 4,000 ohms. Reprogramming was also done. The x-rays taken were ¿unremarkable¿ and there were no notable issues. It was noted that it was ¿unlikely¿ there were high impedances right after the implant of the device as efficacy/pain relief was re-established following the implant procedure. The patient was to return for an exploratory procedure to resolve the issues and reinstate therapy/efficacy. No date had yet been set. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled for an investigation under anesthesia on (B)(6) 2015, with a "view to replacing the lead."

Event description:
Additional information received reported the patient had the procedure on (B)(6) 2015. Impedances were checked and remained the same as previously reported. The lead was tested during the procedure and there were no sensory responses, except with c and 3, although inappropriate as it was in the buttock. The lead remained in place and a new lead was implanted on the contralateral side. After the new lead was connected to the existing battery, good sensory response was elicited in the anus to cover anal pain. This response was elicited at 1v both during the procedure and in recovery. Both the patient and programming nurse were satisfied with the response and the pain relief was ¿instant.¿